Event description:
The zoll defibrillator does a self test check every night. When the charge nurse went to check it to see if it had passed, the check mark was not in the box. She tried to do the manual check and the check did not pass. She then plugged a new set of pads and that test worked.

Event description:
The zoll defibrillator does a self test check every night. When the charge nurse went to check it to see if it had passed, the check mark was not in the box. She tried to do the manual check and the check did not pass. She then plugged a new set of pads and that test worked.